Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data and product was evaluated and the allegation was confirmed as a failed transmitter. The probable cause could not be determined. The reported event of a pair new transmitter alert is reportable based on the finding of a failed transmitter. No injury or medical intervention was reported.